Manufacturer narrative:
The device was received for evaluation on 6/21/23. The customer's reported complaint that the device failed to recognize air in the cassette allowing air to enter the distal side of the tubing could not be confirmed; the device passed self-test and production validation testing. The device was programmed to run a protocol of rate = 258 for a volume to be infused of 10 for concurrent mode on line a and line b; flipped the bag upside down to induce air into the proximal tubing line. Once the air reaches the chamber of the cassette the device alarmed with proximal air in line a / back prime and stopped infusing. The device passed protocol; the device recognized air once it reached the cassette and did not allow air to pass through the distal side of the tubing. The device is functioning per design. Probable cause for the device failing to recognize air in the cassette was not found. The device could have experienced partial droplets forming in the air in line sensors and producing false fluid readings.

Manufacturer narrative:
The device is available for evaluation, however, it is yet to be received.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. It was reported that the device allowed a good amount of air to get past the cassette towards the patient. It is unknown if the pump audibly alarm for air in line or not. The clinician saw the air. There was patient involvement, however, no harm was reported as a consequence of this event.